Event description:
A high reading issue was reported with the abbott diabetes care (adc) device. The customer received a "hi" sensor scan result (greater than 22.2 mmol) and it is unknown whether a trend arrow was noted on the device. The customer experienced seizure and a loss of consciousness. A customer had contact with a healthcare professional (hcp) who measured their glucose level (hcp meter result of "2.4") and provided glucose for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.